Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the up arrow button gets stuck often on the insulin pump, especially when using the bolus wizard. Sometimes, the act button does not work and the customer received a button error alarm today. Customer's blood glucose was 320 mg/dl. It was also reported that the pump was not dropped or bumped. The pump was not exposed to moisture. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.